Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device caused an error 5. The device was removed from the patient and cleaned in which the active blade fell off. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.